Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received a restart error 3 times in a row. She did not catch what error code she was getting because she cleared the notification. She was guided through a manual restart. Her blood glucose (bg) pattern was checked. She was currently hyperglycemic with 205 mg/dl bg despite making a meal announcement. The error did not reoccur after the restart. She was advised to follow up if the issue reoccurs. During the event the patient did not experience any symptoms.